Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18340. It was reported that the patient presented for in-clinic follow up with noise exhibited by the right atrial lead, believed to be the result of myopotential oversensing. The patient also complained of pain around pulse generator pocket. Noise was reproducible with isometrics and pocket manipulation. The patient was scheduled for pocket revision on (B)(6) 2021. During the procedure the leads were found to be encapsulated in fibrotic tissue and were freed. The pocket was closed. The patient was discharged in stable condition.